Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00632005832, item name: xlpe liners, lot #: 60701661; item number: 00625006525, item name: self-tapping bone screw, lot #: 61547357; item number: 00625006525, item name: self-tapping bone screw, lot #: 61560459; item number: 00801803202, item name: femoral head, lot #: 61697589; item number: 00784101200, item name: femoral stem, lot #: 61590331. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-03967; 0002648920-2018-00594; 0001822565-2019-01192.

Event description:
It was reported patient underwent right total hip arthroplasty and subsequently experienced clicking noise, difficulty moving leg and pain. Attempts have been made and no additional information is available.